Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was repositioned due to a lump under the patient's device. The ICD remains in service. No adverse patient effects were reported.